Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that the safety feature of the unspecified bd¿ intravascular catheter failed to activate after removal. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The returned sample was observed by our investigators and determined to have a tilted v-clip, this caused the inactivation of the unit. A light application of force v-clip reset the mechanism and allowed the unit to function properly. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: the most probable root cause for this issue is the gripper on the v-clip assembly machine and the failure to identify the issue during the manual visual inspection stage of production.